Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's sister that after a remote monitoring transmission the patient's heart rate is down to 41 beats per minute. The patient is concerned and wanted to know how to proceed. The patient's physician was contacted and the patient has not been seen in the office. If additional information is obtained the event will be updated. The device remains in use. No patient complications have been reported as a result of this event.